Manufacturer narrative:
This report is submitted on april 10, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an (B)(6) infection at implant site; subsequently, the patient was treated with IV antibiotics (date and duration not reported).